Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced shocks from their back through their legs. The patient noted that the shocking began the previous day and speculated it might be related to increased physical activity. During a call, the patient was guided on how to temporarily turn off the stimulation. The patient mentioned that one battery was at 100% and another at 80%, though they were unsure which was which. The troubleshooting steps taken during the call resolved the issue, and the patient was advised to consult their healthcare provider if the shocks persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.